Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code concerning the internal battery was found in the ventilator's downloaded error log. No repairs performed as device has been designated to be scrapped.